Manufacturer narrative:
(B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. Treatment for this event was not reported. After two weeks of being hospitalized, the patient was discharged. The patient was recovering from peritonitis. No additional information is available. This is report 1 of 4 for this event.

Manufacturer narrative:
(B)(4). Per review of the batch records for potentially associated lots: h13c28042 and h13b28093, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. If additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).